Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-03943. 1627487-2019-03944. It was reported that the patient is on a third round of antibiotics.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-03943. 1627487-2019-03944.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-03943. 1627487-2019-03944. It was reported that the patient¿s infection has now cleared.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-03943. 1627487-2019-03944. It was reported that the patient was experiencing swelling at the incision sites. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s system was explanted. No drainage or redness was present at the incision sites and the patient had effective coverage. No abbott representative was present during the explant.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-03943, 1627487-2019-03944. It was reported that the patient has an infection and drainage at the incision site. The patient has also tested (B)(6). As a result, surgical intervention may take place to address this issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Device was returned, and a visual inspection did not identify any anomalies. Device passed all functional testing. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.